Manufacturer narrative:
The device has not returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental repot will be submitted.

Event description:
It was reported that the tip of an excavation pituitary snapped off intra-operatively.